Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "the ICU called regarding a patient whose iabp had shut off unexpectedly. The caller reported that the pump emitted a high-pitched alarm and could not be restarted. The device was confirmed to be plugged into a red emergency power outlet at the time of the event. While troubleshooting was attempted by staff, the pump remained nonfunctional. The team began retrieving a second iab console from the cardiac cath lab to resume support. A power cycle was re-attempted but did not resolve the issue. The system breaker was confirmed to be on, and alarm history could not be accessed. A second pump was brought from the cath lab and successfully exchanged with the original unit". No patient harm or injury. The patient status is reported as "fine".